Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Blistering of skin on back, consumer alleges burn [burns second degree], skin came off of her back in two spots [skin exfoliation], may have applied pressure over the area, did not check skin under the product while wearing [intentional device misuse], the blistered area still hurts, painful to wear a bra [pain]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) black female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number m61531, expiration date oct2018, via an unspecified route of administration from an unspecified date for pain in back or backache. The patient medical history was not reported. Concomitant medication included cyanocobalamin (vitamin b12), ergocalciferol (vitamin d), ascorbic acid (vitamin c), vitamins nos (multi-vitamin) and hair skin & nails vitamin (like biotin), all have been taking for a long time at once daily in the morning for nutrition or health benefit. The patient began use of thermacare 3 or 4 years ago, and she usually uses them one to 3 hours, no problem. She used the product for 3 hours on (B)(6) 2016. She was sitting down in a chair at a soccer game, so it may have been pressed against the chair. She was also wearing her seatbelt while sitting in the car. May have applied pressure over the area, attached the adhesive to the body. She did not check skin under the product while wearing the product. She read the usage instructions on thermacare before used the product, but not this time. The patient had some blistering and skin came off of her back in two spots on (B)(6) 2016. The blistered area still hurt where her bra strap is, rubbing against there, it really freaked her out, the blistering. It is uncomfortable to sleep. Patient usually sleeps on her back. It is irritating to wear a bra, because straps cover up the wound, and does not want the wound to be messed up. Blisters were persisting, could still see the white. No treatment received for the events. The action taken with the product was permanently withdrawn on (B)(6) 2016. The outcome of the event blistering of skin on back was not recovered, the other events was unknown. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (03aug2016): new information received from the product quality complaints group included investigational results and reaction verbatim consumer alleges burn. Company clinical evaluation comment based on the information provided, the events burn blister, skin exfoliation, and intentional device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pain is considered associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister, skin exfoliation, and intentional device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pain is considered associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability. Evaluation summary: the root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Blistering of skin on back [blister]. Skin came off of her back in two spots [skin exfoliation]. May have applied pressure over the area, did not check skin under the product while wearing [intentional device misuse]. The blistered area still hurts, painful to wear a bra [pain]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number m61531, expiration date oct2018, via an unspecified route of administration from an unspecified date for pain in back or backache. The patient medical history was not reported. Concomitant medication included cyanocobalamin (vitamin b12), ergocalciferol (vitamin d), ascorbic acid (vitamin c), vitamins nos (multi-vitamin) and hair skin & nails vitamin ( like biotin), all have been taking for a long time at once daily in the morning for nutrition or health benefit. The patient began use of thermacare 3 or 4 years ago, and she usually uses them one to 3 hours, no problem. She used the product for 3 hours on (B)(6) 2016. She was sitting down in a chair at a soccer game, so it may have been pressed against the chair. She was also wearing her seatbelt while sitting in the car. May have applied pressure over the area, attached the adhesive to the body. She did not check skin under the product while wearing the product. She read the usage instructions on thermacare before used the product, but not this time. The patient had some blistering and skin came off of her back in two spots on (B)(6) 2016. The blistered area still hurt where her bra strap is, rubbing against there, it really freaked her out, the blistering. It is uncomfortable to sleep. Patient usually sleeps on her back. It is irritating to wear a bra, because straps cover up the wound, and does not want the wound to be messed up. Blisters were persisting, could still see the white. No treatment received for the events. The action taken of the product was permanently withdrawn on (B)(6) 2016. The outcome of the event blistering of skin on back was not recovered, the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events blister, skin exfoliation, and intentional device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pain is considered associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events blister, skin exfoliation, and intentional device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pain is considered associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.